Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-jun-2024. The device evaluation was completed on 27-jun-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The carto instruction for use states: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was reported that a force sensor error occurred. Changed the cable, restarted the patient interface unit (piu) and ngen, persisting problem. Changed catheter and the problem resolved. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024 there was reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on (B)(6) 2024 and have assessed this returned condition as reportable.